Event description:
It was reported that during an unk procedure, the manual activation didn't operate. Customer changed the device and carried out this operation without adverse pt consequences.

Manufacturer narrative:
Date sent: 03/30/2009. Eval summary: the analysis results found that the device was returned in good physical condition. The device was tested with a gen04 and was functional. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.